Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified the following related repair: tech indicated that during preventative maintenance the unit's motor speed went out of specification while being tested and the ball plunger was not in the correct position. Additionally, they found the following components were damaged: thickness control lever and retaining rings. The motor, ball plunger, thickness control lever, and retaining rings were replaced. The unit was tested, calibrated, and returned to the customer. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that outside of surgery the device was sent in for pm. There was no patient involvement. During product evaluation it was found that the motor speeds were outside of specification. Due diligence is complete and there is no additional information available.